Event description:
During the transapical tavr procedure, a 26mm sapien valve was positioned and deployed with a final 70:30 aortic/ventricular (a/v) position. Transesophageal echocardiogram (tee) indicated no apparent paravalvular leak (pvl) or central aortic insufficiency (cai). An aortogram was performed and revealed moderate + pvl. After extensive discussion, a second valve was positioned more ventricular, approximately 60:40 a/v relative to the native annulus and deployed within the first valve, with a final 70:30 a/v position. Tee indicated very little pvl. A repeat aortogram indicated less than mild pvl. The procedure was completed. The patient remained stable and was transported to ICU. Coaxial alignment and image intensifier angle of the delivery system (ds) for the first valve were reported as fair. The coaxial alignment and image intensifier angle of the ds and second valve were reported as good. It was perceived that the patient¿s calcified anatomy did not allow for sufficient sealing of the deployed valve. The patient¿s native annulus measured 21.6mm by tee and 24.1mm x 25.1mm by CT (valve area of 478mm2). No annular calcification, severe native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to procedural factors (fair coaxial alignment of the ds and fair image intensifier angle), patient factors (e.g. Severe calcified native leaflets) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.